Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿learning curve in tissue sparing total hip replacement: comparison between different approaches¿ by carmelo d¿arrigo, et al. Published by journal of orthopaedic traumatology (2009), vol. 10, pp. 47-54, was reviewed. The aim of this study was to compare the learning curve of an experienced surgeon with different tss approaches for total hip replacement (thr) from a clinical and surgical point of view, focusing especially on complications related to the use of different geometric stems. The learning curve was defined as, ¿the first 20 cases for a single surgeon. The study groups were separated into one of 4 categories based on surgical approach: lateral with mini incision (group a), minimally invasive anterior (group b) and minimally invasive antero-lateral (group c). Results from the three tss groups were compared with a control group of 149 patients (group d). Implanted products: three stem types were used. The standard straight and anatomical stems were competitor products. The only depuy products used in this study were a proxima ultra-short femoral stem coupled with pinnacle acetabular components. Results: the results of this study are not identified by product or manufacturer. They are divided by surgical approach group. The control group was not included because they were implanted with a competitor system. This complaint captures all events associated with the ultra-short stem/pinnacle combination. 1 case acetabular component mispositioning. 1 case of hematoma- treatment unknown. One rupture of tensor fasciae latae- coded soft tissue injury. Treatment unknown. 2 periprosthetic femoral fractures- treatment unknown. The authors attribute the adverse events, excluding the hematoma, to the ¿learning curve¿ experienced during the first 20 surgeries performed. There was no evidence of device defect or manufacturer error listed in the article. There were no revision surgeries listen in the article. Captured in this complaint; 1 pinnacle cup for mispositioning. 2 proxima stems for fracture intra-op. 1 cup, head, stem, and liner for hematoma."